Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to eye hemorrhaging. Customer's blood glucose levels at the time of hospitalization 178mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer stated that they had been having high blood glucose levels and believes that, that is what caused the eye to hemorrhage. The customer also reported that they received a no delivery alarm. Customer's blood glucose level at the time was between 240mg/dl and 250mg/dl. No troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.